Event description:
According to the reporter, the capsule has been retained for about 4 weeks. There was no patient or user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.